Event description:
Iab was prepped per procedure. During sheathed insertion, the iab prematurely unwrapped and became stuck in the value of the sheath. It is not known if another catheter was inserted. There were no reported patient complications.

Event description:
It was reported that iab was prepped per procedure. During sheathed insertion, the iab prematurely unwrapped and became stuck in the valve of the sheath. It is not known if another catheter was inserted. There were no reported patient complications.